Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported "an intracapsular rupture of the left device with loss of volume". This record relates to the left side. Device status unknown.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ cyst-ndr: not applicable as the event is not related to the device. ¿ seroma-late: unable to observe as it is a medical event that is not related to the device. Additional observation: ¿ red particles observed on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported additional ¿numerous bilateral simple cysts", not device realted and "small amount of liquid in left prothesis¿. This record relates to the left side. Device remains implanted.

Event description:
Patient reported "an intracapsular rupture of the left device with loss of volume". This record relates to the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b5, b6, g2, h6.